Manufacturer narrative:
Date received by manufacturer: 05oct2019. Date of report: 08oct2019. The manufacturer's field service engineer (fse) troubleshot and confirmed the reported issue. The display was distorted and unresponsive. The color was also irregular. The fse determined that the central processing unit (cpu) board and the main board needed to be replaced. The fse replaced the main board which corrected the display distortion. The customer reported that they would replace the cpu board as the color was still irregular. The device was not returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had a touchscreen failure all along the display range. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Date rec¿d by MFR : 08nov2019, date of report : 11nov2019. The main printed circuit board assembly (pcba) was returned for failure analysis. An inspecting revealed no signs of damage or contamination. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen failure all along the display range. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.